Manufacturer narrative:
The device was returned to ICU medical argentina service center for investigation. The infusion pump was found to be in good condition, with no evidence of physical damage and contained all of its components. As a first measure, the history of alarms and events were extracted and sent to the engineering team for review/investigation. Subsequently, performance verification tests were performed according to the plum a + technical service manual (430-97727-002). In summary: the device was connected to ac and turned on. The self-test was found to be faultless and the battery indicator showed full charge. Then, the cassette was placed and it was verified that no fluid was leaking from the distal part (unrestricted flow test). Later, a correct operation was evidenced in the display, keyboard and alarm sound. Tests for the presence of air in the proximal and distal lines were performed without problems. Proximal and distal occlusion tests were carried out without evidence of malfunction. Then, the delivery accuracy test was carried out according to the service manual. A speed of 200 ml/h and a vai of 10 ml were introduced in both channels (a and b). As a result, the device delivered 20.6 ml without hiccups. Finally, it was found that there were no electrical leaks. In conclusion, according to the tests carried out, there is no evidence of a malfunction in the equipment and therefore it is not possible to confirm the complaint reported by the customer. R&d engineering reviewed copies of the event & alarm history logs from the pump. Engineering analyzed the history logs for the period of the incident. Engineering determined that, the customer was likely referencing the infusion logged on (B)(6) from 11:38 to 17:52. The specifics of the customer report are similar to the logged infusion but differ in several aspects (time of start, expected run time, how early the infusion was stopped). Also, the logs do not provide data to confirm the volume actually infused for comparison against the vial volume (the expected delivery amount is estimated as 68.6 ml from a 250 ml source). Engineering concludes the reported complaint could be neither confirmed nor refuted from the available logged information. D9 - date returned to mfg: 14-feb-2023.

Event description:
The event involved a plm a+ spanish 220v cr that was reported as connected and placed on a patient with an infusion of morphine 1 amp (10 mg/ml) in 250ml of physiological solution at volume 11ml/h at 8:00 am. The infusion was intended to last for 24hrs. However, on the same day (B)(6) 2023 after 6:00 pm, the pump recorded the completion of the infusion at 7:00 pm (approximately 12 hours earlier of what was programmed). The patient was still in pain despite having finished the entire vial. The pump received its last preventative maintenance on 15-jun-2022. The pump was withdrawn from the facility. There was no consequences or harm to the patient as result of this event. The patient had left the hospital by the time of this complaint report was filed.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Additional information was added to the complaint investigation. To reiterate the reported issue, the customer reported that plum a+ 11.610_v6 serial # (B)(6), on (B)(6) 2023 an infusion of morphine 1 smp (10 mg/ml) in 250 ml of physiological solution was started at 9:00 am at a rate of 11 ml/hr. The infusion should have lasted for 24 hours. However, on the same date (B)(6) after 6:00 pm, the pump recorded completion of the infusion. Note: the customer had initially reported the 11 ml/hr morphine drip starting on (B)(6) @ 8:00 am and stopping @ 6:00 pm, 12 hours earlier than expected after emptying the entire vial, but later updated that report as above. The event and alarm history logs were further analyzed. During the time period in question, there were three infusions (or infusion segments): o (1) an infusion of 500 ml @ 63.0 ml/hr over 07:56 hrs. ¿ started (B)(6) @ 19:54 and stopped 07:48 hours later (on (B)(6) @ 03:42) by a proximal air alarm. ¿ after 07:48 hrs @ 63.0 ml/hr = expected delivery 491.4 ml. O (2) an infusion of 495 ml @ 63.0 ml/hr over 07:51 hrs. ¿ started(B)(6) @ 03:47 and stopped 07:43 hours later (on (B)(6) @ 11:38) by a programming of a new (or titrated) infusion. ¿ after 07:43 hrs @ 63.0 ml/hr = expected delivery 486.2 ml. O (3) an infusion of 240 ml @ 11.0 ml/hr over 21:49 hrs. ¿ started (B)(6) @ 11:38 and stopped 06:14 hours later (on (B)(6) @ 17:52) apparently by manual action. ¿ after 06:14 hrs @ 11.0 ml/hr = expected delivery 68.6 ml. The customer reported the infusion of interest was 11 ml/hr with vtbi 250 ml and started on (B)(6) @ 9:00 am. O the only recorded 11 ml/hr infusion had a vtbi of 240 ml and was started on (B)(6) @ 11:38 am. O there was an infusion started on (B)(6) near 9:00, but that was 09:00 ¿pm¿ (not ¿am¿) and at 63.0 ml/hr (not 11.0 ml/hr). The customer reported the infusion of interest should have run for 24 hours and stopped about 12 hours earlier than expected after emptying the entire vial. O only the logged 11.0 ml/hr infusion would have run near 24 hours (actually a bit under 22 hours, as programmed). In fact, this infusion (as logged) was stopped 15:35 hours early. O however, the logs provide no indication or corroboration that this (11 ml/hr) infusion either emptied the vial, or was stopped due to end of fluid. The lack of indication of abnormal termination suggests the stoppage may have been manually commanded (by pressing stop button), though this cannot be confirmed from the logs. Engineering evaluated that, the customer reported likely references the infusion logged as running on (B)(6)from 11:38 to 17:52. The specifics of the customer report are similar to the logged infusion but differ in several aspects (time of start, expected run time, how early the infusion was stopped). Also, the logs do not provide data to confirm the volume actually infused for comparison against the vial volume (though the expected delivery amount is estimated as 68.6 ml from a 250 ml source). Engineering concluded the reported complaint could be neither confirmed nor refuted from the available logged information.